Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump to the caller. The caller was instructed on how to put the pump into storage mode prior to returning it and was advised on the steps to take upon receiving the replacement. There was no backup plan in place, so cts advised reaching out to a healthcare professional for backup therapy planning.